Manufacturer narrative:
Date of event is estimated. It is unknown which lead was replaced, so both are being reported on.

Event description:
Related manufacturer reference number: 3006705815-2021-02142. It was reported that the patient was unable to place the ipg in MRI mode. As a result, the physician explanted and replaced one of the patient's leads. Surgical intervention resolved the issue.

Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the return lead revealed a fracture on the lead body where multiple internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.